Event description:
It was reported that the patient had been taken to the emergency room (ER) in an ambulance due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached above 400 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include rapid heartbeat, achiness, loss of balance and vomiting the patient was treated with an intravenous therapy of fluids (nacl), anti nausea medicine and insulin. The patient was released the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.